Manufacturer narrative:
(B)(4). Carefusion technical support issued a returned goods authorization (rga) number fro the return of the alleged faulty blender for overhaul. As of august 6, 2015, carefusion has not received the blender.

Event description:
The customer reported the following: "the blender is in a constant state of bypass. The unit was not in use and was being tested in the biomed shop."